Manufacturer narrative:
Correction: d4 (catalog number) plant investigation: based on the available information the reported event thermal damage can be confirmed. The failure pattern is known and a CAPA project could be assigned to this complaint record. The reported thermal damage was most likely caused by bad contacting at the wires connected to the motor protection switch. This bad electrical contact the motor protection switch was loaded unbalanced and pump p1s and will run only with two line conductors. This results in a higher contact resistance, respectively higher thermal stress and in higher current. In consequence the thermal overload in stage 2 tripped and the pump p1s was not able to run anymore. The mentioned thermal energy also caused the discoloration and overheating of the wiring and blade receptacles. Due to the tripped thermal overload, the pump p1s cannot start during the next t1-test and the concentrate pressure p-cs is below the required 5bar (fix limit during t1-test). As a result, the t1-test aborts with the mentioned error code f-04-51-04 t1-test, pump p1s defective are received. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. Based on the intake information the issue was fixed by the replacement of the thermal overload. It is highly recommended to also replace the connected wiring of the motor protection switch (connection between motor protection switch and contactor) and also the power cord.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that thermal damage was discovered on the aquabplus reverse osmosis (ro) system at the connection between the power cable and the power switch. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the cause of the thermal damage was a loose connection. The reported issue was discovered during machine repair when the aquabplus reverse osmosis (ro) system would not power on. The biomed reworked the power connection in order to resolve the reported issue in order to return the ro system to service. A replacement power cable was also ordered. The biomed also reported that the ro system received a pump p1s defective alarm at stage 2 during the t1 test. The associated error code f¿04¿51¿04 was received. It was confirmed the thermal overload switch tripped. The biomed replaced the thermal overload switch to resolve this issue. Following this part replacement the ro system passed the t1 test and ran in supply mode without issue. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. There was no patient involvement as the reported issue occurred before clinic hours and there was no personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that thermal damage was discovered on the aquabplus reverse osmosis (ro) system at the connection between the power cable and the power switch. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the cause of the thermal damage was a loose connection. The reported issue was discovered during machine repair when the aquabplus reverse osmosis (ro) system would not power on. The biomed reworked the power connection in order to resolve the reported issue in order to return the ro system to service. A replacement power cable was also ordered. The biomed also reported that the ro system received a pump p1s defective alarm at stage 2 during the t1 test. The associated error code f¿04¿51¿04 was received. It was confirmed the thermal overload switch tripped. The biomed replaced the thermal overload switch to resolve this issue. Following this part replacement the ro system passed the t1 test and ran in supply mode without issue. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. There was no patient involvement as the reported issue occurred before clinic hours and there was no personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.